Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During an initial implant on (B)(6) 2026 of a ventricular leadless pacemaker (vlp), it was reported that the physician had difficulties accessing a suitable location for pacing. After several attempts, a location was found and the vlp was released from the delivery catheter (dc) and successfully implanted. Postoperative echocardiography revealed pericardial effusion, and the team immediately proceeded to perform a pericardiocentesis. The patient also suffered from hypotension which was resolved when the pericardial fluid was drained and the administration of blood pressure medications. There was no tamponade noted. The patient left the catheterization lab in stable condition but subsequently passed away after it was reported that her condition deteriorated. There is no allegation that the patient's death is related to any abbott products or procedures. The physician believes the patient's advanced age, and as a result, a weakened myocardium, played a major factor in the death.